Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, no device issue was confirmed, as the device was not returned to olympus for evaluation. The customer reported that is device was transferred to the proper facility reprocessing area and "everything worked as as it should"; there was no device issue.

Event description:
The customer contacted olympus to inquire about how to correctly flush the evis exera ii gastrointestinal videoscope using a non-olympus scope buddy. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with the olympus technical assistance center (tac), the customer was provided the reprocessing manual and advised to contact the manufacturer of the scope buddy to get the correct flushing instructions for the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.